Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure, it was noted that the set screw for the offset adapter would not tighten properly. No further information has been provided.